Event description:
A medtronic representative received a report from a site representative, neuro coordinator, that their long open spine clamp had a stripped screw. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement open spine clamp shipped to site (B)(4) 2014. Medtronic investigation of returned suspect open spine clamp finds that the adjustment screw threads are not stripped as reported. However, the retainer ring on the tip of the screw is stretched from over-tightening leaving some play in the movement of the clamp face. There are also tool marks around the head of the screw. Otherwise, the clamp is functional. Mechanical failure, malfunction and wear are evident.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.